Event description:
It was reported that the handpiece runs on its own. It was found during the set up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece runs on its own. It was found during the set up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The triggers on the device did not properly work causing a run on condition. The triggers were found to be deformed. The affected component was replaced and other components were replaced as part of preventive maintenance. The driver passed all final inspection activities and returned to the account.

Manufacturer narrative:
The device has been received, the evaluation is ongoing. Additional information may be submitted once the quality investigation is complete.